Event description:
It was reported that an ilet pump¿s display became difficult to read after being carried in a pouch, with no visible external damage and no reported impact on blood glucose control. Symptoms included impaired screen visibility without clinical effects. Outcomes included continued diabetes management without alerts, alarms, or medical intervention. Investigation included customer support, troubleshooting, and education, verification of shipping details, and arrangement of a replacement device with return of the original. Investigation of the returned device revealed a display malfunction of the pump¿s screen component, and the device was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance